Manufacturer narrative:
Unit received with flashing white lcd due to cracked lcd controller. Unable to perform displacement test due to display anomaly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, damaged keypad overlay texture, cracked case on battery tube area and peeling end cap address label. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump received an alarm. Customer's blood glucose was unknown. Insulin pump was replaced.